Manufacturer narrative:
We received the catheter without a sliding clamp as a faulty sample. When flushing the catheter, a leak was detected at the junction of the catheter tube and the extension line distal to the wing. During microscopic examination, a tear was observed in this area, which caused the leakage. The tear exhibited typical signs of mechanical damage, such as rough edges, indicating tensile forces and the potential contribution of alcohol-based disinfection. Additionally, glue residues were detected distal to the wing, which did not originate from the manufacturer. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, in the IFU it is stated: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it" and "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. The customer reported using an alcohol-based disinfectant, which can contribute to catheter damage, and noted that the catheter was used for 41 days, exceeding the intended use limit (indicated for use up to 29 days) outlined in the IFU and the recommended usage period. Furthermore, there is a warning in the IFU: - do not overstretch the catheter as it may rupture, causing a catheter embolism. Having checked the batch history records, no deviations were found. The component batches met all specifications and were released accordingly. Each catheter undergoes flow and leak testing during production as part of the quality control process. A two-year review of vygon USA's complaint data revealed that this is the first reported leakage complaint for lot 24i018d. Corrective action: investigation indicates that tensile forces caused the issue. Additionally, the customer reported that the catheter was used for 41 days before the leakage occurred, suggesting that the defect is unlikely to be manufacturing-related. Any manufacturing problems that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Additionally, the catheter was used for 41 days, which exceeds the intended use limit of 29 days as specified in the IFU. We recommend following the intended use as outlined in the product IFU. Therefore, no further corrective action has been initiated by quality management at this time.

Event description:
Leaking from part of the line going into thick clear plastic tip going into wings. Defective PICC d/c'd.

Manufacturer narrative:
The malfunctioning device was returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Leaking from part of the line going into thick clear plastic tip going into wings. Defective PICC d/c'd.